Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a boston scientific field representative requested review of this patient's device data. It was noted that sensing issues were observed in the past on the right ventricular (rv) channel and the device had been programmed aair years ago. Atrial sensing was identified to have been programmed off for an unknown reason. A boston scientific technical services recommended some programming changes to the caller who confirmed atrial sensing was programmed back on in bipolar configuration and automatic gain control (agc) at 0.25mv which produced normal sensing. Additional information was received two years later that two signal artifact monitoring (sam) events had been generated; however, the events could not be retrieved from the programmer or remote monitoring system. A review of the stored data identified red alerts had been generated due to pacing impedance measurements greater than 2000 ohms on the rv channel. Additionally, rv sensing was in unipolar mode and sensing matched the patient's rhythm when in atrial fibrillation (af) and there was intermittent oversensing. The reported clinical observations were documented. No adverse patient effects were reported.